Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), headache ("headache"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (partial hysterectomy with removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, menstruation irregular, headache, weight increased, vaginal discharge, infection, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, headache, infection, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results: following, the requisite time period after implantation of essure patient had hsg test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal heavy menstrual bleeding/ abnormal bleeding(menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: following, the requisite time period after implantation of essure patient had hsg test. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue."). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in (B)(6) . And partial hysterectomy with removal of essure device,salpingectomy (bilateral removal of fallopian tub). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, menstruation irregular, headache, weight increased, vaginal discharge, infection, ovarian cyst, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and vulvovaginal pain had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: (B)(6) 2010 . Discrepancy noted as per initial case: removal date of essure: (B)(6) 2014. According to essure device information:were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Information received: dr. Was in training on essure placement and he said he had difficulty placing the device so another doctor took over. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2019: plaintiff fact sheet received : events added: abnormal bleeding (general), abnormal bleeding (vaginal), migraines, dysmenorrhea(cramping), fatigue, abdominal cramping, vaginal pain. Event outcome updated for the events: abnormal bleeding (general) / heavy bleeding, vaginal pain, abdominal cramping. Surgery ablation was added to the event menorrhagia. Lot number was added. Lab data was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal heavy menstrual bleeding/ abnormal bleeding(menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no: 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: following, the requisite time period after implantation of essure patient had hsg test. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced headache ("headache") and migraine ("migraines"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fatigue ("fatigue."). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2012. And partial hysterectomy with removal of essure device,salpingectomy (bilateral removal of fallopian tub). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, menstruation irregular, headache, weight increased, vaginal discharge, infection, ovarian cyst, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and vulvovaginal pain had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: on (B)(6) 2010 . Discrepancy noted as per initial case: removal date of essure: on (B)(6) 2014. According to essure device information:were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Information received: dr. Was in training on essure placement and he said he had difficulty placing the device so another doctor took over. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Lot number: 626529, manufacture date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal heavy menstrual bleeding/ abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 626529, 626628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, tonsillectomy and adenoidectomy. Following, the requisite time period after implantation of essure patient had hsg test. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headache") and migraine ("migraines/ migraines/headcahes"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue."). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2012. And partial hysterectomy with removal of essure device,salpingectomy (bilateral removal of fallopian tub). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, menstruation irregular, headache, weight increased, vaginal discharge, infection, ovarian cyst, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and vulvovaginal pain had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: (B)(6) 2010 . Discrepancy noted as per initial case: removal date of essure: (B)(6) 2014. Number of coils: right side:4 left side:2. According to essure device information:were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: dr. Was in training on essure placement and he said he had difficulty placing the device so another doctor took over. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Mammogram - on (B)(6) 2014: benign. Pathology test - on (B)(6) 2014: final diagnosis: uterus without cervix, with bilateral fallopian tubes, morsalized resection, benign secretory endometrium, adenomyosis, benign submucosal leiomyoma, paratubal cyst of one fallopian tube, benign fallopian tubes (2). Lot number:626529. Manufacture date:2008-02,expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
His spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal heavy menstrual bleeding/ abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 626529, 626628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, tonsillectomy and adenoidectomy. Following, the requisite time period after implantation of essure patient had hsg test. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced headache ("headache") and migraine ("migraines/ migraines/headcahes"). In september 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In january 2009, the patient experienced fatigue ("fatigue."). In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular cycles"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2012. And partial hysterectomy with removal of essure device,salpingectomy (bilateral removal of fallopian tub). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, menstruation irregular, headache, weight increased, vaginal discharge, infection, ovarian cyst, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and vulvovaginal pain had resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: oct-2010 . Discrepancy noted as per initial case: removal date of essure: (B)(6) 2014. Number of coils: right side:4 left side:2 according to essure device information:were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: dr. Was in training on essure placement and he said he had difficulty placing the device so another doctor took over. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Mammogram - on (B)(6) 2014: benign. Pathology test - on (B)(6) 2014: final diagnosis: uterus without cervix, with bilateral fallopian tubes, morselized resection, benign secretory endometrium, adenomyosis, benign submucosal leiomyoma, paratubal cyst of one fallopian tube, benign fallopian tubes (2). Lot number:626529 manufacture date:2008-02,expiration date: 2010-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet & mr received: lot no. Was added. Reporter's information, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.